Event description:
The customer's mother reported a blank display and low battery life. The mother also stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 1000 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the insulin pump was not accounting for the boluses correctly in the bolus history. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.